Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer was instructed to continue using the pump and advised to call back if the malfunction code recurred, which the customer understood.